Event description:
It was reported that loss of pacing was observed on the device after reprogramming into magnetic resonance imaging (MRI) safe mode. The patient was not pacemaker dependent, but had a high pacing burden and experienced a slow heart rate with the device was in MRI mode. MRI mode was programmed off following the scan and no anomalies were observed on the device. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Correction: due to a technical issue preventing submission of manufacturer report number 2017865-2025-40000, follow-up number 2 on jul 30, 2025, there was a request made to resubmit the report per FDA ticket number 426747.

Manufacturer narrative:
The reported event of the device not pacing at set magnetic resonance imaging (MRI) mode rate was not confirmed. Due to the brady diagnostics being suspended during MRI mode, the patient¿s heart rate during the MRI was unable to be confirmed. Based on the information provided, it was determined that the device appeared to be performing according to programmed settings.

Event description:
Additional information received indicated the patient was seen in clinic and no anomalies were observed on the device.